Event description:
It was reported that the patient has experienced some pain. Patient states that he is also experiencing weakness in the thigh muscle. Patient is reporting that post operation the area around the incision was difficult to heal. Patient also states that he has pain in the joint. Patient states he has not been to the surgeon yet for testing.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.